Event description:
It was reported that during implant attempt, the set screw would not tighten down on the lead. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found during analysis. Visual examination found grommet damage.